Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported following a replacement of the patient¿s ipg (manufacturer report number 3006705815-2024-01739) on (B)(6) 2024 the shocking sensation did not resolve. Surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.